Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump medications did not fully administer following a downstream occlusion during therapy in the outpatient pain clinic. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H11: the device was received for evaluation. During evaluation, the reported problem of medications did not fully administer following a downstream occlusion was not reproduced. A review of the event history log (ehl) revealed multiple downstream occlusion messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. During flow accuracy testing, the device delivered within intended range. An event date was not reported however, the last infusion ran matched the customer reported parameters. The secondary infusion ran to completion following the downstream occlusion, however the primary infusion ran but was stopped by the user. No abnormalities that could cause or contribute to the reported problem were observed throughout the event history log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.